Manufacturer narrative:
Upon further review it was found that this report is a duplicate of MFR report number 2518422-2023-30245.

Event description:
Philips received a complaint on the v60 ventilator indicating that the power on button was unresponsive, so the device was not turning on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the amber power led was illuminated on the front bezel when plugged into alternating current (ac) power, but the battery charge led was not illuminated. The customer verified the power cord was good and that 24-volt direct current (dc) was present at the j1 connector of the power management (pm) printed circuit board assembly (pcba). The customer requested replacement of the pm pcba. This investigation is ongoing.